Event description:
A hospital in (B)(6) reported that water leaked from the connection part of the water bag spike and the water feedset tube of an mr290 autofeed humidification chamber six days after use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint chamber was returned to the manufacturer and visually inspected. Results: the water bag spike was returned separated from the water feedset tube. A sufficient amount of glue was found to be on the feedset tube and the glue was slightly sticky. A lot check revealed no other complaints of this nature for this lot number. Conclusion: we were unable to determine the cause of the reported fault. All chambers are pressure tested before they leave the production line and any holes or leaks in the feedset are identified during this process. This suggests that the leak developed post production, possibly as a result of failure of the glue bond that joins the spike to the water feedset tube. The user instructions which accompany the mr290 chamber state the following: "set appropriate ventilator alarm." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." (B)(4).